Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged coughing up mucus, nasal irritation, headache, sore throat. There was no report of patient serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualisation of particles in tubing/chamber and headache related to CPAP device's sound abatement foam. There was no report of patient harm or injury the device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. There was mention of outer blower box and chimney had dust or dirt contamination. Pil discovered large amounts of mineral deposits in the blower box and blower, suggesting the user is not using distilled water to the external part of the device. The internal aspect of the device was inspected and pil used the fitt (foam integrity test tool) took per fitt document ((B)(4)) to test the sound abatement foam for degradation and breakdown. Pil did find evidence of sound abatement foam degradation which was observed in the base unit. Pil can confirm sound abatement foam degradation, but it is unable to determine if it is the cause of the patient's symptoms. Pil finds that other contaminations located in this investigation were sourced from external environmental conditions. (B)(4). The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. The manufacturer concludes that pil recieved complaint of coughing, nasal irritation, and headaches. No other peripherals or accessories were returned with the device.